Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(6) 2016 further reporting that the initial date of implant was (B)(6) 2016 and that the screw hole where the plate broke was occupied by an unknown cortical screw. Concomitant device: qty 1, cortical screw, part number unknown, lot number unknown.

Manufacturer narrative:
Patient weight is not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Patient code (B)(4) was utilized for revision surgery due to the reported event. Without a lot number the device history records review could not be completed. The subject device has been received and is undergoing investigation. The results of the investigation are pending completion.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to a broken 4.5mm locking compression plate (lcp). The plate was initially implanted during a pubic symphysis fusion surgery on an unknown date along with four (4) unknown non-locking screws of 60mm, 62mm, 30mm and 32mm lengths. Postoperatively on an unknown date, x-ray identified the plate had broken through one of the screw holes. The patient suggested the breakage occurred during a rehabilitation physio session. The revision surgery on (B)(6) included the removal of the original devices and implantation of a 3.5mm 6 ho pubic symphysis plate superiorly, a 5 hole wide angle recon plate anteriorly, and a dbx bone graft. There were no visible signs of bone healing observed during the revision surgery. The surgery was successfully completed. This report is 1 of 1 for (B)(4).